Event description:
A customer contacted beckman coulter (bec) in regards to obtaining three (3) discrepant tropnin (accutni) patient results generated on the access 2 immunoassay analyzer over the course of two days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013, for two (2) different patient samples. One of the patient's initial accutni results obtained was 0.01 ng/ml. This sample failed the delta check and was questioned by the laboratory technician. The customer repeated the sample three times and two results were within the risk stratification range and one result was within the reference range of the assay. The 0.01 ng/ml value was released from the laboratory. The other patient sample was ran in duplicate and obtained discrepant values. The customer did not report either values out of the laboratory. The results provided by the customer are shown in this report. The customer is unaware of any change to patient treatment. The access 2 immunoassay analyzer was used in conjunction with the access accutni reagent (lot # 227993) and calibrator (lot # 222575) for this reported event.

Manufacturer narrative:
The customer utilizes the bd 13x75 mm lithium heparin plasma tubes for sample collections, and centrifuges samples for 5 minutes at an unknown speed. An aliquot of the sample is placed in an insert cup for analysis. The insert cup is then placed in the primary tube and the sample is respun for 5 minutes. Quality control (qc) was within range before the event. The customer indicated that a system check, performed on (B)(4) 2013, was passing. The customer ran qc after obtaining the elevated result and qc was out of range high on (B)(6) 2013. The customer repeated qc, on the same day, using a new reagent lot # 227993 and qc was within the laboratory's established ranges. Bec field service engineer (fse) was dispatched on (B)(4) 2013 and returned on (B)(4) 2013. While service was onsite, the fse noted the incubator belt was hard to move and made loud noises. The fse performed a number of hardware repairs including replacing the incubator belt, analytical module, aspirate probes and tubing. The fse then performed a passing system check but noted fliers when running the high sensitivity system check. The fse noted that no fluid was in the tubing for dispense probes #2 and #3. The fse rebuilt the wash pump. On (B)(4) 2013, another fse was dispatched and verified voltages and alignments, adjusted rv sensor voltages, ran a passing high sensitivity system check, performed a precision test, calibrated all assays, and ran qc. All tests passed within laboratory's specifications. In conclusion, the cause of the discrepant accutni results is due to a malfunctioning wash pump. MDR 2122870-2013-00353 is associated with this reported event which documents the results obtained on (B)(6) 2013